Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing funny, sharp jabs in their chest. The patient believed it was due to having a magnet too close to their heart device. Follow-up with the clinic indicated that the staff was unaware of the patient's complaint. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.